Manufacturer narrative:
An investigation was completed as the actual device was returned to the richard wolf facility on (B)(4) 2013. Tissue damage due to design of device, design to permanently seals fallopian tubes. No issues were found with the outer tube. Complete system put together and no issues were found that would make the system fall apart. Rwmic has no similar complaints on file. Labeling was removed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive add'l info, we will provide FDA with f/u info.

Event description:
Richard wolf medical instrument corp (rwmic) was notified by facility that during a tubal ligation, instrument system came apart. Add'l time was needed in order to complete procedure, therefore, increasing risk to pt. Four devices combine into one system, they consist of the following: handle (8393.974), report 1418479-2013-00020; outer tube (8393.924), report 1418479-2013-00021; sleeve (8393.923), report 1418479-2013-00022; forcep insert (8393.705), report 1418479-203-00023.